Manufacturer narrative:
H.6. Investigation: during DHR review all challenge, set-up and in process inspections were performed per quality control plan and all passed per specifications. No quality notification were initiated. Received a q-syte unit along with a miscellaneous transfusion extension set. Visual/microscopic evaluation: damage (tears) was observed on the slit and on the top disk. No damage was found on the column wall. No further damage was observed on of the remainder areas of the q-syte unit. Confirmed there was a burr on the male end of the miscellaneous ext. Set received along with the q-syte unit. A definite source that contributed to the tears (top disk and slit) could not be established. The condition of the male end used on the q-syte could have been a contributive factor to the damage observed. Specifications for the ext. Set are unknown since the material is not a bd product.

Event description:
The q-syte connector was found with septum damage and leakage on the 3rd day of placement. There were two possibilities for that: 1. There was burr on the connected blood transfusion set, which tore apart the sepetum; 2. Quality problem of q-syte.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The q-syte connector was found with septum damage and leakage on the 3rd day of placement. There were two possibilities for that: there was burr on the connected blood transfusion set, which tore apart the sepetum; quality problem of q-syte.